Event description:
The caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows:date inratio inr laboratory inr(B)(6) 2015 1.9 3.1 therapeutic range: 2.0 - 3.0. The time between testing was one (1) to two (2) hours. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformanc and the lot meets release specification. The root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.